Event description:
It was reported a wireless module would not connect to the customer's network. It was also reported that there was no pt injury.

Manufacturer narrative:
(B)(4). Could not reproduce, the device meets specification for the reported symptom of "will not connect". The unit was tested with unit passing. Additionally, the module was coupled with a known good pump, with the baxter medina gateway configuration installed, making sure the battery and pump are able to communicate with the baxter medina gateway and received the ip address and gateway information from the baxter medina network. The device will be returned to the customer.